Manufacturer narrative:
The device history record was reviewed for the suspected contour® next one meter with serial # (B)(6) and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next one meter with sku # (B)(4) and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable.

Event description:
The customer called ascensia customer service to seek assistance with their contour® next one meter. During troubleshooting, it was found that the customer¿s blood glucose readings were not being stored in the meter¿s memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.